Event description:
Report received of proximal occlusion alarm causing a delay in critical therapy. The customer reports that a t-pa infusion was delayed about 10 minutes. The tubing set was priming without difficulty, but it took several tubings and then a tubing from a different lot before the pump would not alarm proximal occlusion. Additional info was requested, but was not available. No report of pt adverse event.